Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited high thresholds, it was noted that the patient experienced phrenic stimulation. The lead was explanted and replaced.